Event description:
Acl reconstruction was performed with femoral graft fixation, with endobutton and tibial fixation with calaxo screw and staple. Physical exam shows good healing of the intra-articular region, however, swelling was found at the insertion site. The removal of the staple and swelling was planned. Pathology reports show fragments of foreign body particles.

Manufacturer narrative:
Product recall initiated.